Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the nozzle could not be identified and the root cause of the issue could not be determined, as no deformation of the device was observed that might result in the retention of foreign material and no additional event information was reported or available. The event may be detected/prevented by following the instructions for use sections below: ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment". ¿inspection of entire endoscope¿ ¿9. Visually confirm that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. ¿inspection of objective lens surface cleaning function¿ ¿inspection of water supply¿ ¿1. Cover the air/water button hole with your finger¿. ¿2. Push the button while covering the hole. Ensure that water flows across the endoscopic image¿. Reprocessing survey info: - the device was cleaned, disinfected, and sterilized before being sent to olympus - no delay in the start of pre-cleaning - the air/water nozzle was flushed with water and air - unknown if abnormalities in the accessories used for reprocessing - the air/water nozzle was not flushed with detergent solution. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed; due to a cut in the bending section cover, water tightness was lost. In addition to foreign matter-related nozzle clogging, the additional evaluation findings are as follows: the adhesive on the bending section cover was chipped, cracked, and had a white clouded area; due to the clogging of the nozzle, water removal ability did not meet the standard value; the adhesive around the light guide lens was peeled, the connecting tube had a dent and a scratch, the paint on the suction cylinder was peeled, and the image guide protector had a scratch. The foreign matter nozzle clogging has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair, also the air/water nozzle was flushed with detergent solution. According to the customer, it is unknown when the foreign material adhered to the nozzle, whether there was delay in the start of the pre-cleaning, whether the air/water nozzle was flushed with air and water, whether the endoscope was pre-soaked in detergent solution, and whether the nozzle was cleaned with lint-free cloths/brushes/sponges. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the flex video scope had a pinhole in the bending section cover. There was no patient harm associated with the event. The device was returned and evaluated, and there was foreign matter found to be clogging the nozzle. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.